Manufacturer narrative:
No further investigation is required at this time. The customer stated that 'this was a technical error on our side'. The root cause of the discrepant results was the test was not performed correctly - per the package insert instructions. The technician performing the test admitted read time was not followed and no controls were run. No corrective action required at this time as no product deficiency was established.

Event description:
Customer reported two cases of female patients with mid-day urine samples that tested negative, but blood quantitative results were 'very positive' (actual values not provided). Customer later called back stating that the test was not run properly; the read time was not followed and controls were not run. Customer wanted to 'withdraw' the complaint. Customer stated "this was a technical error on our side".